Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: ionogram taken on (B)(6) 2022 at 10:51am in our laboratory by a qualified nurse on green tube with gel ref 367374, expiry date 2023-10. Result na 166 mmol/l (controlled), k 3.73 mmol/l cl 88 mmol/l on au5800-1 machine. The patient is sent to the emergency room with iono control performed in another laboratory: na 144 k 4.1 cl 107. Saturday(B)(6) 2022 re-run of the tube from our lab (from our serum library) on another chemistry machine (au5800-2). There is therefore no analytical error. It is therefore a pre-analytical prb. Could you tell me if you have ever encountered this kind of discordance hypernatremia with hypochloremia. What could be the cause? Details collected from the sampling nurse: disinfection with alcohol. Pvt performed with a blue bd wing. Purge tube used (violet potassium edta tube ref 368861 expiry date 2023-5). Then sampling green tube for iono. Details collected from the patient: no current infusion. No particular shower gel. Follow-up for cardiac treatment.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for erroneous results. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: ionogram taken on (B)(6) 2022 at 10:51am in our laboratory by a qualified nurse on green tube with gel ref 367374 expiry date 2023-10 result na 166 mmol/l (controlled) k 3.73 mmol/l cl 88 mmol/l on au5800-1 machine the patient is sent to the emergency room with iono control performed in another laboratory: na 144 k 4.1 cl 107 saturday (B)(6) 2022 re-run of the tube from our lab (from our serum library) on another chemistry machine (au5800-2) there is therefore no analytical error. It is therefore a pre-analytical prb. Could you tell me if you have ever encountered this kind of discordance hypernatremia with hypochloremia!!! What could be the cause? Details collected from the sampling nurse: disinfection with alcohol pvt performed with a blue bd wing purge tube used (violet potassium edta tube ref 368861 expiry date 2023-5) then sampling green tube for iono. Details collected from the patient: no current infusion no particular shower gel follow-up for cardiac treatment.